Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump was unable to charge when plugged into a power source using the usb cable and wall adapter. The customer's blood glucose (bg) was 134 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the charging issue was resolved using an alternate usb cable; however, no additional information could be obtained.